Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4.

Event description:
An optometrist reported a patient with epithelial erosion of the right eye, one day following lasik treatment. As the area has healed, it has taken on an atypical appearance and an outside corneal consult is being requested prior to additional treatment or therapy. The patient reported mild irritation and itching.